Event description:
It was reported that an ongoing cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.